Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While on site evaluating the device, the philips field service engineer (fse) observed the etco2 failed its calibration. There was no reported adverse patient impact.